Manufacturer narrative:
(B)(4). Batch #t5d918. Investigation summary: the analysis results showed that one vasecr35 cartridge reload was received. The reload was received unfired and with damage on cartridge deck. No functional test was performed due the condition of the reload. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: can you please provide more event details how the cartridge was damaged? Came out of sterile package damaged. Did this occur while removing the cartridge from the packaging? No. Or, did damage to the cartridge occur while installing it into the jaws of the device? No. Or, did damage to the cartridge occur while removing it from the jaws of the device? No. Or, did this occur during the firing sequence? No. If yes, please provide details. Did this occur outside of the patient? Yes. Did this occur inside of the patient? No. Did the cartridge reload remain intact or did it come apart/fall apart? Intact. Did the silver metal pan/tray of the cartridge reload remain intact or separate from the plastic cartridge deck? Intact. If the cartridge did come apart were all pieces retrieved? N/a. Will all pieces of the cartridge be returned for analysis? Yes.

Event description:
It was reported by the sales rep that the plastic on the deck of the vasecr35 was peeling up. New reload was used was used to complete the procedure with no patient consequences reported.